Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the rca was treated with one resolute onyx stent. A revascularisation of the r-pda took place. Cec adjudicated the event as a tvr percutaneous intervention not involving the tl that was clinically driven. Occlusion was observed during film review in the r-pda.